Event description:
The reporter stated that the surgeon was inserting a single piece silicone toric lens model aa4203tl and the lens became stuck in the injector, there was pt contact with the injector, but not the lens, no pt injury. The injection system they used were not intended to be used with this type of lens.

Manufacturer narrative:
Eval codes: results: a visual inspection of the returned product shows the lens is inside the tip of the cartridge which was inside the injector. There was no visible damage to the cartridge and injector which had surgical residue on them.